Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not reported/unknown. Device lot number not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced bone loss. As a result, the implant (svb16) was removed.

Manufacturer narrative:
One impl scr-v sbm 4.7mm 4.5m m 10mm (svwb10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, vents, and collars. The implant matched print specifications where measured against drawing no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: a device malfunction was not found during investigation. However, the bone loss event was confirmed through inspection of the provided/x-ray. The following sections have been updated: date of this report. Event description. Device brad name. Device catalog number. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes. Added manufacturer narrative.

Event description:
It was reported that the patient experienced bone loss. As a result, the implant (svwb10) was removed.